Event description:
The patient underwent a right revision breast reconstruction with capsulorrhaphy and capsulotomy. During the casulorrhpahy, it was noted that a 0 prolene suture broke during placement and required fluoroscopic localization and removal. It appeared that the tip of the needle penetrated the thoracic cavity, but could not be confirmed due to the angle of the x-ray by the fluoroscopy machine. The remainder of the needle was removed without incident as the proximal part of the needle was extra thoracic. During the procedure, the patient saturated well, but a post-op x-ray indicated a 30% pneumothorax that mostly resolved with the placement of a chest tube. There was a small apical pneumothorax after the CT placement. The patient was seen in clinic five days later and still had a small apical pneumothorax, but was breathing without problems and had no chest pain.manufacturer response for suture, prolene: a complaint number was assigned and will be investigated.